Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Date of event estimated. D4: a partial UDI was provided as the lot number is not known. H6 - medical device problem code: code 2017 against resistance.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted with a prostyle device after an unknown procedure. Reportedly, the device got stuck inside the vessel. The physician was not able to close the lever and close the foot. The device was then pulled out and vessel damage occurred. Vascular surgery was performed to treat the vessel damage and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effects of tissue injury and infection are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. It was reported that the device was removed from the patient with the foot open (force). It should be noted that the electronic perclose prostyle instructions for use (eifu), do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties; therefore, notification is not required. The cause of the reported difficulties cannot be determined. The subsequent treatments and patient effects are related to circumstances of the procedure. In this case, based on the reported information, possible the device interacted with the anatomy causing the difficulty to close the device. With the foot open difficulty to remove will occur leading to unspecified tissue injury. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated, d2a ¿ common device name: updated, d3 ¿ name, address 1, city, postal code: updated, d9 - device available for evaluation updated from ni to no, e3 - occupation updated from nurse to physician.

Event description:
Subsequent to the initially MDR filed report, the following information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a diagnostic angiogram procedure using a 6f sheath. Reportedly, the device got stuck inside the vessel. The physician was unable to close the lever and retract the foot plate. The device was then pulled out against resistance with the lever lifted and the foot plate open, causing vessel damage. The patient was then transferred to charles lemoyne's hospital where vascular surgical intervention was performed. Post surgery, the patient developed an infection at the access site. It is unknown how the infection was treated. No additional information was provided.